Manufacturer narrative:
No button error alarms were noted. The insulin pump had intermittent button response due to moisture damage on the keypad traces. No moisture damage was noted on the electronics, motor, vibrator motor or battery tube assembly. The insulin pump was received with a cracked case at a display window corner, cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.

Event description:
It was reported that the customer's insulin pump was alarming button error and the keypad was unresponsive. Customer stated they did not recall any significant events that lead to the alarm or if the device was dropped, but the device had been exposed to waterfall mist. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 306 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).